Event description:
At conclusion of surgery, the nurse removed the surgical drapes and noted 2 lesions that appeared to be burns located adjacent to the bovie ground pad. The doctor was called to evaluate. Thickness was measured to be 1 cm in diameter. Valley lab electrosurgical machine with a bovie pencil was used. The or staff noted that there was no alarm during the case. The equipment and pad was taken to biomed for evaluation.